Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 mr balloon catheter. The device was microscopically and visually examined. There was a kink in the hypotube shaft 19.5cm from the distal tip of the device. There was contrast present in the inflation lumen and blood in the guidewire lumen. There was contrast in the balloon, and at 6mm and 8mm from the distal tip, there were two kinks to the guidewire lumen inside the balloon. The balloon was loosely folded ant the tip of the device was damaged. The device was soaked in a water bath to break up contrast and blood in the device. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated and maintained pressure as well as deflated with no issues. During functional testing the balloon inflated to rated burst pressure with no issues immediately.